Event description:
It was reported the pt had persistent pain at the ipg (implantable pulse generator) site. As a result, her ipg was replaced with a new one. F/u info suggested the pt was programmed and effective stimulation was established.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.